Event description:
It was reported there was a power on reset (por) condition that occurred 3 days ago. The error code for the por was 0400. The patient had not had any medical procedures or changes in environment other than getting direct tv. The patient was shown how to clear the informational por with the patient programmer.

Manufacturer narrative:
Lead: model 3389s-40, lot #v017959. Lead: model 3389-40, lot #j0543048v. Extension: model 7482a51, serial #(B)(4). Extension: model 748251, serial #(B)(4).